Manufacturer narrative:
A DHR review for anti-a (murine monoclonal) series 1, lot 101673 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria. Testing was performed with retention anti-a, lot 101673 using retention greiner plates. Testing was performed in parallel with monoclonal control. In-house donor samples (< 10 days old) and segments from donor units were tested. All samples performed as expected with hds plate, with all group a donors exhibiting 4+ reactivity. With the greiner plate, most group a donors exhibited 3+ to 4+ reactivity; however, 1 donor exhibited adherence on the edge of the well and 3 donors exhibited monolayer adherence. The monoclonal control and all group o and group b donors were negative in all testing as expected. The investigation is ongoing. According to the galileo operator manual,forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer reported abo mistypes on galileo for patient samples using the fwd_aborh assay. One patient sample resulted as o positive; manual tube testing yielded a positive resutls. The sample was repeated on the galileo as a positive. Customer also received a neonate sample and performed fwd_aborh assay on the sample; it resulted as o negative. They performed testing by manual tube method and the sample types as a negative. Both patients did not a historical type.